Event description:
It was reported in a medical imaging case letter that was submitted on august 21, 2020, to the journal of medical imaging and radiation oncology that, an ultrasound guided vacuum assisted excision biopsy, was performed on a 60-year-old woman on an unknown date, using a 7g encore probe and encor enspire breast biopsy system. It is reported that "a dumbbell-shaped breast biopsy marker," celeromark was inserted; however, "mammography showed an air-filled cavity at the lesion site, complete removal of the residual lesion/twirl marker and the dumbbell-shaped breast biopsy marker several centimeters from the site." Malfunction MDR is being submitted due to the reported marker migration. Hologic awareness of this case letter was november 24, 2025. No further information is currently available.

Manufacturer narrative:
Lot/serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Manufacturer narrative:
An investigation was conducted: it was reported in a medical imaging case letter that was submitted on august 21, 2020, to the journal of medical imaging and radiation oncology that, an ultrasound guided vacuum assisted excision biopsy, was performed on a 60-year-old woman on an unknown date, using a 7g encore probe and encor enspire breast biopsy system. It is reported that "a dumbbell-shaped breast biopsy marker," celeromark was inserted; however, "mammography showed an air-filled cavity at the lesion site, complete removal of the residual lesion/twirl marker and the dumbbell-shaped breast biopsy marker several centimeters from the site." Malfunction MDR is being submitted due to the reported marker migration. Hologic awareness of this case letter was november 24, 2025. The device was not available for return; visual and functional analysis/testing could not be conducted for the event described. The device was not returned for this complaint. Investigation for this issue was conducted through customer provided information, historical data review, similar complaints analysis, and product design evaluation. Without the returned device and limited information from the customer, it is not possible to confirm a definitive root cause for this issue. Conclusion: the reported issues have not been confirmed. A comprehensive review was conducted, including complaint data, and risk assessments. CAPA /hra/ncr/scar are not deemed required at this moment by this event. Future events will be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: the device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant.